Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) which indicates that an out of range impedance measurement had been recored. The patient was seen in clinic for device testing. A small amount of noise was able to be created on the ra channel. The lss was reset and the patient will be seen again for follow up in approximately one months time. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.